Event description:
(B) (4)

Event description:
It was reported that the device had possible premature battery depletion. The device was replaced. It was also reported by the patient's wife, that the device 'malfunctioned'. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) this device was confirmed to have premature battery depletion and high current drain. Current drain of (B) (4) was measured at a supply voltage of 3.2v with all pacing and sensing functions disabled. Typical current drain under these conditions is about (B) (4). Hybrid level analysis indicated the ic (integrated circuit) or materials associated with that ic as the most likely source of the excess current draw. The ic is used as the high voltage delivery controller and charge drive ic. After decapsulating the ic die, the current drain increased to about 4ma. The ic die was then removed and repackaged for more detailed analysis, at which point the current drain dropped to nominal levels both on the ic component and the overall hybrid. The high current drain condition could not be re-established; therefore the analysis was terminated at this point. The cause of the initial high current drain was not determined.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.